Event description:
On 1/8/93 an ipp device was implanted. On 1/30/95 the culinders and pump were revised. On 3/3/97 the ipp was removed from the pt due to fluid loss -tubing. Another device was implanted. Add'l lot/ser no: aq364 004.